Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. There were no deviations from the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead perforated the heart wall. The physician performed surgical intervention to explant and replace the lead with a new one. No additional adverse patient effects were reported.